Manufacturer narrative:
Correction: adverse event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and liberty cycler set and the patient¿s event of peritonitis. However, there is no evidence to show a causal relationship between the liberty select cycler/liberty cycler set and the event of peritonitis. There is no report of a machine malfunction for this event. The peritoneal dialysis registered nurse (pdrn) reported the cause of the peritonitis was unknown. The pd culture results for this event of peritonitis revealed gram-negative bacilli and enterobacter cancerogenus. Gram-negative peritonitis may result from touch contamination, exit site infection, or possibly a bowel source such as constipation, colitis, or transmural migration, but the cause is often unclear, as was the case with this patient. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was seen at the outpatient dialysis clinic on (B)(6) 2019. The patient had cloudy pd effluent but no fever or abdominal pain. The patient was referred to the hospital and subsequently admitted with a diagnosis of peritonitis. Pd effluent cultures revealed a white blood cell count of 1680 (units of measure & reference ranges not provided), gram negative bacilli, and enterobacter cancerogenus. The patient was treated with gentamycin (dose not provided) ip x 10 days. The patient was hospitalized for three days and discharged on an unspecified date. The cause of the peritonitis was unknown per the pdrn. The patient had no reported issues with the liberty select cycler prior to this event. The event of peritonitis was not related to treatment with the liberty select cycler or any other fresenius products or equipment per the pdrn.